Event description:
The lay user/pt contacted lifescan (lfs) in 2008 alleging an apply sample message on her one touch ultra 2 meter. A medical affairs specialist (mas) sent a letter, since mas was unsuccessful in getting a hold of the pt. On the day before around 2:00 am, the pt attempted to test and obtained an apply sample message. After the issue began, she began to feel shaky, sweaty, and anxious. She treated herself with food and did not seek any further medical treatment. The pt was not tested on another device. The technique was done correctly and the pt retested using a new vial of strips, and the issue was not resolved. The meter is not a new product. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event and whether the pt felt better after self-treatment. Meter was replaced. The complaint is being reported because the pt alleged that she was unable to test due to the reported issue and developed symptoms that can be associated with severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them, and if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.